Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of units of insulin during the load sequence. Additionally, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of reporting no action was taken to resolve bg. The customer declined to provide additional information regarding the issues.